Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Bleeding and stroke are known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was presented to local emergency room with neuro symptoms. Hospital course: "acute, subacute right posterior temporal lobe cva with hemorrhagic transformation, likely cardioembolic. He subsequently developed problems with vision from his left eye and presented to the emergency department on (B)(6) 2016. In addition to vision he had some confusion and inappropriate speech. He was found to have an acute right pca infarct with a small focal hemorrhage. It was noted from the discharge notes that the patient was watched in the hospital with anticoagulation given the complexity of the issue and the small hemorrhagic component of the cva. He has done well over the course of his admission, and his mentation has improved. His headache has also improved. His left heminoanopia is persistent, and he is learning to adapt to this and compensate.